Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had some discomfort at the pocket site. The patient underwent a revision procedure wherein ipg was relocated a few inches up. The patient was reportedly doing well post operatively.